Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegm freezes showed artifacts on the right ventricular channel after paced events. Furthermore, the provided x-ray movies were inspected confirming the reported loop during the contraction of the heart. In comparison to the time of the implantation, the lead showed more slack. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approximately 43 months after the implantation, oversensing was noted on this lead, which appeared only during the stimulation. The threshold increased to 2v @ 0.4ms. The fluoroscopy showed that the lead has a loop in ventricle and is stretched in the pocket. The physician is considering a lead revision, but the lead remains actively implanted at this time. Should additional information become available, this file will be updated.